Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 72 mg/dl and the sensor glucose was 110 mg/dl at the time of the incident. Customer stated that, the sensor would alert on low and blood glucose were not low and pump would suspend on low and blood glucose were not low. Customer stated that sensor glucose was 72 mg/dl, 84 mg/dl, 55 mg/dl, 77 mg/dl and blood glucose was 110 mg/dl, 127 mg/dl, 107 mg/dl, 114 mg/dl. Customer stated, that there was less than an hour in between blood glucose readings and insulin pump is set to suspend when sg is below 80 mg/dl. The customer also reported that, the sensor had lost sensor alert. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 55 mg/dl. Suspend on low limit in sensor settings was 80 mg/dl. The device will not be returned for analysis.